Event description:
It was reported that the blade was broken. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the blade was broken and was then retrieved from the paitent's body with no harm. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that one complete blade together with approximately 12mm of its blade pad was completely detached from the balloon material. The detached blade was not returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon had been inflated. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified a complete break of the shaft located approximately 60mm proximal of the proximal balloon bond. The proximal hub section of the device was not returned for analysis.

Event description:
It was reported that the blade was broken. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the blade was broken and was then retrieved from the patient's body with no harm. No patient complications were reported.